Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin. Net. Review of the transmission revealed the implantable cardioverter defibrillator delivered anti-tachycardia pacing therapy due to supraventricular tachycardia. It was also noted the patient had episodes of true ventricular tachycardia that were not treated. Some programming changes were made. Additional programming changes were discussed but not made. There were no patient consequences.